Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Investigation was done to determine the root cause of the failure mode 'optical signal issue'. Upon review of the lt and rt data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a lost placement signal during support. The patient remained stable and support continued with no adverse impact.